Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty battery. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the problem was reoccurring. During on-site startup tests, it was discovered that the battery had malfunctioned and was giving an alarm (battery failure alarm). The device could not be powered on using the existing battery. The se performed additional testing was and reported that the problem was solved after replacing the battery. The ventilator started and operated normally; the device was restored to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported.